Event description:
It is reported that pt underwent a revision surgery (durom acetabular cup and metasul large diameter head) due to pain.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The explanted devices have not been investigated. As soon as additional info becomes available and / or investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4)